Event description:
It was reported that the access door was disconnected from the hinges allowing a patient to crawl out of the stretcher. There was patient involvement, however no adverse consequence or clinically relevant delay in treatment was reported.